Event description:
The customer reported that the system turned off without command during a procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased. The system was then found to be operating as intended.